Event description:
A malfunction was reported on the pump, identified by the malfunction code malf 9. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to call back if the issue reappeared and was cleared to continue using the pump.